Event description:
It was reported that the patient experienced vt (ventricular tachycardia) for seven minutes but the device did not deliver shock therapy. The physician performed external defibrillation to rescue the patient. The next day, the patient experienced vf (ventricular fibrillation) and again the device did not deliver shock therapy. A vf episode was noted at a different time the same day, with the device delivering therapy successfully, but the physician stated there was no vf around that time. The patient's heart status was not stable, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).